Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd-solis pump generated a "cassette not attached properly" alarm, and the insulator pins were missing. There was no patient involvement or harm.